Event description:
It was reported that during use of foresight sensor, in an open heart surgery, the number was greater than 90 however when changed out the new sensor monitored the patient in the 70s. A new sensor was applied by the physician which worked as expected. There was no patient injury nor was any treatment administered based on inaccurate values.

Manufacturer narrative:
The device will not be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. The IFU contains the following warnings and precautions: avoid positioning the sensor over hair, air sinus, hematomas, or broken skin. Avoid attaching the sensor to sites with excess adipose, ascites, or edema. The materials used in the manufacture of the sensor were not designed for reuse. Reuse can cause the sensor not to perform as intended.